Event description:
It was reported that the shock impedance was greater than 125 ohms. Also, it was reported that this device was exhibiting premature battery depletion. Disk analysis confirmed this observation and device replacement was recommended. Both the pulse generator and the electrode were explanted and replaced. There were no additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the shock impedance was greater than 125 ohms. Also, it was reported that this device was exhibiting premature battery depletion. Disk analysis confirmed this observation and device replacement was recommended. Both the pulse generator and the electrode were explanted and replaced. There were no additional adverse patient effects were reported.